Event description:
On (B)(6) 2013 the ssu at maquet dynamed in (B)(4) reported that the hcu 40 serial number unknown shutdown on the patient side after 15 minutes of circulation and displayed a high pressure alarm. The outlet valve on the patient side was closed which was then opened but the patient side circulation was not able to be restarted. The patient side display was greyed out.(B)(4)

Event description:
"On (B)(6) 2013 the ssu at maquet dynamed in (B)(6) reported that the hcu 30 serial number unknown shutdown after 15 minutes of circulation and displayed a high pressure alarm. The outlet valve on the patient side was closed which was then opened but the device was not able to be restarted. The patient side display was greyed out. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the safety fuse on the heater was found to be tripped and was reset which restored operation. (B)(4)."